Event description:
The customer's mother stated that the customer was hospitalized for high blood glucose. The mother reported a blood glucose reading of 500 mg/dl during the phone call. The customer got no delivery alarms and changed the infusion set immediately. The mother also stated that the customer had an infection that may have affected the blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.